Event description:
A patient in (B)(6) was undergoing crrt on a prismaflex with a prismaflex m100 set. Approximately 10 minutes into treatment the nurse observed an external blood leak on the arterial pod. Treatment was stopped; no additional information was provided. The patient did not present with any clinical symptoms and no medical intervention was provided.

Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14j0806g shows that there is no manufacturing anomaly and no similar complaints. The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved product were provided. It was not possible to determine the root cause of the external blood leakage from the pictures provided. No damage could be seen in the pictures. No leakage was reported during the priming and during the 10 minutes of treatment prior the event. The exact root cause of the external blood leakage remains unknown.